Event description:
The device was returned to the MFR for analysis. The device was explanted after 86 months implant duration due to battery depletion. The drug used in the pump was morphine 25 mg/ml at a dose of 6.5 mg/day.

Manufacturer narrative:
Final device analysis results reveal - insufficient bond of catheter access port.